Event description:
It was reported that the patient was having a revision to move one percutaneous lead to a better location for stimulation of the back and leg. The patient also wanted the stimulator placed abdominally. Additional information about the outcome of the revision was requested. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015. (B)(4).

Event description:
It was further stated that the stimulator was moved to the abdomen due to pain at the stimulator (ins) site in the right lower side of the back. The patient also stated that on (B)(6) 2015, an x-ray showed the leads had migrated to the right (this was also stated to have occurred in (B)(6), with leg pain occurring in (B)(6)as well). The revision that was initially reported occurred on (B)(6) 2015. The leads were also replaced at this time. After this revision, the patient continued to have pain at the old battery site in her back. In addition, the patient had fallen twice after the revision; on (B)(6) 2015 and again on (B)(6) 2015. The patient had leg pain that "sent her through the roof." An MRI and x-rays were done on (B)(6) 2015, and it was found that the leads had migrated again - up this time. The patient met with the physician and a company representative on (B)(6) 2015 and had reprogramming done. Additional information was requested regarding the outcome and further troubleshooting/interventions. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 977a260, serial# (B)(4), implanted: 2015-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2015-(B)(6), product type lead. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger. (B)(4).